Event description:
On (B)(6) 2008, the pt was implanted with three gore excluder aaa endoprostheses. It was reported that in (B)(6) 2013 (date unk), the three gore devices were explanted due to a type ii endoleak with aneurysm growth. The pt tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc181400/05460093 and pxl161407/05541177. Results: the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.